Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, both sonnet 2 battery pack cover's safety locks broke.

Manufacturer narrative:
Conclusion: according the information received, the child lock of the sonnet battery pack cover was broken out. The device investigations revealed a damaged lock that was most likely caused by mechanical stress. This is a final report.

Event description:
Reportedly, both sonnet 2 battery pack cover's safety locks broke.